Event description:
Chb received an amazon customer review with no further information: I ordered this toilet seat for my (B)(6) grandmother because her knees don't work as well as they used to, and we installed it in her home and followed all of the instructions intently, but the toilet seat cracked and slid off causing her to fall onto the edge of the bathtub and fractured 5 ribs and got a concussion which she is still being treated in the hospital for.